Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent air bubbles coming from the cartridge. The customer's blood glucose level was in the 300's mg/dl and it was addressed with a correction bolus. Recommendation was made to prime the air bubbles out. Reportedly, the customer did not have air bubbles at the time of the report.